Event description:
The patient underwent a laminectomy on in 2002. A drain was placed along their spine and attached to a reservoir. At 4pm, the patient was doing well and drainage appeared to be normal. The next day, the patient was experiencing numbness, tingling, and an inability to grasp. An exploratory operation was performed. A hematoma was found and evacuated. New drain tubing was placed and connected to a new reservoir.